Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was 194 mg/dl. The customer stated that the pump was not exposed to moisture. The customer was not able to clear the alarm. The product was returned for analysis.